Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Photos received: three photos were included for evaluation; photos showed the complaint sample. One returned sample was received in used condition without the original packaging. Per visual inspection, the cuff was found to have scratches on the surface, the sample looks quite used, the scratches on the cuff cause the balloon to fail to inflate. This type of scratch can be caused when the cuff inflated is in contact with some sharp edge, the unit was observed used, it?s possible that it got stuck during the intubation process and when pulling the device caused the leak. The complaint was confirmed. The root cause could not be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leaked after intubation. The patient was intubated again, but the cuff was leaked. It was also reported that there may be anatomical factors in the patient. Adverse patient effects are unknown.

Manufacturer narrative:
UDI related data quality updates only.